Event description:
Additional information indicated that the revision procedure was performed and the device was explanted. This lead remains implanted with no further issues reported.

Manufacturer narrative:
Our records indicate, this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be (B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and increased threshold measurements. The device had been implanted for atrial fibrillation (af) and the patient now has complete heart block and high threshold measurements of 2.8 volts at 0.5 milliseconds with no safety margin. There was loss of capture at 2.4 volts. The impedance measurements were noted to be normal. The threshold measurements were increased to 5 volts at 5 milliseconds and the pacing went to ninety percent with good capture. Increasing the threshold measurements resulted in less than six months longevity on the device; therefore, a change out procedure was to be scheduled in the near future and both the device and lead were to be explanted. No adverse patient effects were reported.